Manufacturer narrative:
Correction: should be adverse event and product problem. Previously submitted as only a product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018 the ins was found to be dead. It was noted the patient was hospitalized on (B)(6) 2018 because of pain from diverticulitis, which they confirmed was not related to their device. Then on (B)(6) 2018, they started seeing an informational power on reset (por) screen when they tried charging. They tried to sync to the ins with their patient programmer but could not because the ins was not charged. They were able to bypass the por screen and start charging the ins. They were told to charge the ins to at least a quarter full and then to call back to clear the por again on the programmer. On (B)(6) 2018, the patient was provided assistance with clearing the informational por. They were able to obtain adequate therapy after clearing the por. The cause of the informational por cannot be determined but may have been related to electromagnetic interference while in the hospital. The patient also reported they started noticing pain in their back and legs on (B)(6) 2018, which was the same pain from the nerve damage that led them to get their device.